Event description:
My name is (B)(6), my husband is (B)(6). We are hoping to get help in fraud linked to audien hearing atom 2 hearing aids. I feel abused by this company. I have tried my best to work with them. I've been coached 3 times on the phone because they give a severe screech for myself & (B)(6), my husband. They gave us coaching to push them deeper into our ears (not safe) and to pull our ear lobes while inserting them. They have said they would send us upgraded hearing aids (I feel to delay us past the trial period.) I feel they are taking advantage of us because of our age. I'm probably just an old fool that is trying to avoid spending thousands of dollars for our hearing assistant. I see this form is for doctors. Their instructions for adverse events refers to www.FDA.gov/safety/medwatch. They act like we are not using the product correctly, then they say they will help, then time passes and they don't do anything. My husband has had 4 years of medical issues which leave us both exhausted and need your help. This needs to be reported so others won't have to go through what we have experienced. Pt: 2330. Device: 3273, 1316, 3015. Ref: mw5189785. This report captures audien atom pro 2 #2.